Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears and cause a leakage. Fluid was observed exiting the tears. It could not be determined when or how the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that insulin was leaking from the infusion site while wearing the pod. The patient's blood glucose levels rose to over 13.9 mmol/l (250 mg/dl). Investigation of the device found two tears in the soft cannula.